Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced two occurrences of a failure code 810:11, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was the air in line printed circuit board being out of calibration ("air base too high.") To correct this condition, the air in line printed circuit board was recalibrated and verified to be within specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). If any additional information is received, a follow-up MDR will be sent.